Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was suspected to have premature battery depletion and could not be interrogated, presumably due to the battery depletion. The device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h9. Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6)2016.